Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture levels operated: t12 it was reported that intra-op, during balloon inflation, one side of the balloon ruptured and the contrast media leaked out. The contrast media was sucked with suction, and a new balloon was opened for use. The procedure was completed successfully and cement solidification finished without any problem. The patient was not allergic to contrast media. No complications or consequences were reported to the patient during this event.